Event description:
It was reported that the patient's spectra penile prosthesis was replaced with an inflatable penile prosthesis due to the device no longer working. There was possible buckling. No further patient complications reported in relation to this event.